Manufacturer narrative:
Citation: vanhaverbeke et al. Transcatheter aortic valve replacement with the trilogy valve for leaflet perforation of a freestyle graft. Jacc: cardiovascular interventions 18(22) 2025. 10.1016/j.jcin.2025.03.039 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 76-year-old male patient who experienced dyspnea caused by severe aortic regurgitation with a small perforation and partial prolapse of the left coronary cusp 11 years post implant of a freestyle aortic bioprosthetic valve. A computed tomography (CT) scan discovered the aortic annulus and left ventricular outflow tract (lvot) were large without leaflet calcification. A transcatheter valve was then implanted valve-in-valve. No further information pertaining to medtronic products was noted.